Manufacturer narrative:
8/8/97-supplemental report #2 submitted to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not fire properly. No pt injury occurred.